Manufacturer narrative:
One imp,tsv,3.7,13,mtx,mg (tsvtb13) was returned for investigation without any primary or secondary packaging. Visual inspection of the as returned product identified signs of use with dried bone within the threads, minor signs of use but no apparent malfunction. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Pre-existing patient factors and tooth location are not relevant to the reported event. The device was reported during initial use. Pictures of the reported packaging issue were not provided. DHR review was completed for the subject lot number (1224918). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Additionally, the DHR for lot 1224918 was further reviewed and post-sterilization inspection lot 1224918. Pre-sterilization inspection lot 1224918 & pre-sterilization inspection lot 1224918 show that the lot was verified to have all components within packaging and conforming to specifications. Complaint history review was performed for the reported lot number (1224918) for similar events and no other complaint was identified. Therefore, based on the available information, device packing issue or malfunction did not occur and the reported event was non-verifiable. A definitive cause could not be identified.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient identifier: not provided. Age: not provided. Patient weight: not provided. Initial reporter fax number: not provided.

Event description:
It was reported that an implant (tsvtb13) plastic casing inside the vial was broken. Doctor was unable to placed another implant because there was no other implant in stock.